Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
An olympus, model clv-190, evis exera iii xenon light source was returned to olympus for processing with no problem reported. Upon inspection and testing of the returned device, it was found that no power was present. This report is submitted due to the malfunction of no power. As this was found during in-house service, there was no patient involvement.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found a faulty power supply, causing no power. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.